Event description:
During implant procedure, the helix failed to extract and increase impedance on the atrial lead was noted. A new atrial lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix failure to extend and high pacing impedance. As received, a complete lead was returned in one piece. The reported event of helix failure to extend was confirmed. Visual inspection found the helix to be partially extended and clogged with blood/tissue. The x-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted. The cause of helix failure to extend was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures. Shorting found was due to overtorque of the inner coil consistent with procedural damage. The visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.